Event description:
User contacted the technical service of the manufacturer alleging that bed exiting detection was being signaled locally but not at the nurse station. No patient involvement or incident associated with the issue.